Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's mother reported, the infusion device turns off and back on unexpectedly without providing an alert/error message. When the infusion device turns back on, the time and date have to be reset. Mother was advised on the correct type of battery for use in the infusion device. Patient's blood glucose was 484 mg/dl on the day of the report, and her normal level is about 200 mg/dl. Patient switched to her backup infusion device and did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.